Event description:
It was reported by the rep the device was used during an unknown procedure. It was reported the device was ginven to the purchasing manager stating that it "malfunction". No other details could be attained. No further info was available. There was no consequence to the pt.